Event description:
This is one of hundreds of examples that I have had with my dexcom g7 sensors over the past 12 months. The sensors reads incorrectly in one of two ways: 1. The sensor wakes me up with an alarm showing that my blood sugar is dangerously low with a reading of 40. Upon checking my blood sugar manually with a finger stick it is actually 156 2. The sensor shows a high reading of 288 but when I check it manually with a finger stick it is actually 51. If I had taken insulin which is required with a reading of 288, it would have taken my blood sugar to a critical life threatening low the whole point for the sensor is not to have to manually check my sugar levels. These issues are very common with thousands of users nationwide at this time. Dexcom will replace the sensors, but they send defective ones which keeps the cycle going of inaccurate readings. After over a year of this I'm fed up with dexcom playing with my health and possibly my life with their defective sensors. I find it unbelievable that they are allowed to continue with this "game" they are playing. And sadly, insurance will not allow me to change to another brand of sensor until my prescription expires. Thankfully that is next month I'm paying for a defective product, getting no help from dexcom and stuck I have even requested for dexcom to allow me to transfer to the previous g6 model which I was on for years with no trouble, but they are refusing to do so please help the diabetics of this country get safe and dependable products. Actual results were 156 when tested manually.